Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's daughter that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with unreadable blood glucose levels at the time of the incident. The customer was given glucose to treat. The customer experienced symptoms such as a diabetic coma. The customer was wearing the insulin pump during the incident. The caller stated the pump kept giving the customer insulin and did not shut off when the customer was low. Troubleshooting was completed but did not resolve the issue. The customer had another low on (B)(6) 2019. The insulin pump will be returned for analysis.